Event description:
It was reported that during a radiofrequency turbinate reduction (rftr) procedure, the subject device would not connect with the system. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00014. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00014-01. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: b5 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the procedure was canceled due to connection issue. It was determined that there was no harm to the patient as initially reported.